Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the customer stated that controls for the albt2 tina-quant albumin gen.2 (malb) assay on the cobas 6000 c (501) module - c501 were intermittently high for one level of control. Calibrations were also failing due to duplication errors. The customer also noted that they received a few sample short errors when running maintenance material and controls. The customer was advised to check the sample probe for contamination, perform internal cleaning of the probe, and perform probe wash maintenance. The customer was also advised to re-install the sample probe and run control material after running patient serum to test for carry over. The customer later stated that controls were successful after running high patient sample material. The customer stated that the calibration failed. The customer then ran fresh calibrator and calibration was successful. The customer then ran patient samples that were initially tested on (B)(6) 2017 and determined that there was an erroneous initial malb result that was reported outside of the laboratory for one patient sample. The sample initially resulted as 15.0 mg/l. The sample was repeated, resulting as 39.0 mg/l. The repeat result was believed to be correct. The patient was not adversely affected. The malb reagent lot number was 183150. The reagent expiration date was asked for, but not provided. The field service engineer determined that there was a damaged vacuum pump diaphragm. He replaced the diaphragm and flapper valves. He ran precision studies. The customer ran controls and all were within specifications. Preventive maintenance was also later performed on the analyzer.